Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, a balloon rupture occurred. The physician deployed a 2.5x32mm taxus liberte stent and then advanced the 2.75x15mm nc quantum apex balloon to the stent and on the first inflation, inflated the balloon to 12atms and the balloon ruptured. The procedure was completed with another 2.75x15mm nc quantum apex balloon. No complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluation: examination of the returned device revealed blood and contrast present throughout the distal lumen of the device. No damage or irregularities were observed to the distal end of the device. Positive pressure was applied with the inflation device and a stream of water emitted from a tear, 7mm in length, starting at the guide wire exit notch. The balloon was able to be inflated but could not hold pressure due to the shaft leak. No leaks or pinholes were observed on the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, a balloon rupture occurred. The physician deployed a 2.5x32mm taxus liberte stent and then advanced the 2.75x15mm nc quantum apex balloon to the stent and on the first inflation, inflated the balloon to 12atms and the balloon ruptured. The procedure was completed with another 2.75x15mm nc quantum apex balloon. No complications were reported and the patient's status is good.